Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the medical intensive care unit that five different patients experienced leaking (pt 1, pt 2, pt 3, pt 4, pt 5) with silicone temperature-sensing foley catheters between 1/23/2026 and 2/1/2026. All affected devices were 16 fr foley catheters, lawson number (B)(4). There had been fewer reports of leaking since that time. The ICU also reported previous issues with the wire raised out of the silicone material, which made the foley catheter rough and resulted in skin breakdown for patients (pt 6). No medical intervention was reported. New foleys were inserted.